Event description:
It was reported that patient experienced pain at the ipg pocket site. As a result, surgical intervention was undertaken wherein the ipg was explanted replaced in a different location to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. A patient experiencing discomfort at pocket site was reported to abbott. The patient's ipg was replaced and pocket site relocated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.